Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the guidewire perforated the intended cardiac vein. The lead was implanted and the procedure completed. Post procedure, while still in the operating room, cardiac tamponade was noted and a pericardiocentesis was performed. The patient left the operating room in stable condition and was monitored in the intermediate care unit. The patient recovered completely and was in a good, stable condition upon discharge from the hospital.